Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction and stent jailing occurred. In (B)(6) 2010, the patient was diagnosed with stable angina (ccs class 1) and silent ischemia. Cardiac catheterization was recommended. The target lesion was a de novo, bifurcation lesion located in the 1st diagonal. The lesion was 85% stenosed, 2.75mm in diameter and 5mm long. The lesion was treated with direct stent placement using a 2.75x12m taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2012, the patient presented with chest pain and subsequent cardiopulmonary arrest. The patient was cardioverted and transferred to another facility for further evaluation and possible intervention. On admission to the testing hospital, the patient was intubated and hypotensive, but responsive. Cardiac enzymes were found to be elevated consistent with the protocol definition of myocardial infarction. Electrocardiogram revealed possible anterolateral injury and cardiac catheterization was recommended. The mid lad was crossed with a guide wire establishing timi 2 to timi 3 flow. Subsequently, the study stent encroaching into the mid lad from the diagonal jailed lad by the ostial diagonal study stent was crushed with balloon angioplasty to gain access to the mid lad lesion. The mid lad was treated with thrombectomy with a non-bsc catheter. The catheter was unable to remove a major part of the thrombus, but there was significant angiographic improvement with residual thrombus and 95% stenosis. Subsequently, two overlapping bare metal stents were placed in the mid lad. Plaque shift was noted in the ostium of the diagonal branch with 95% stenosis, treated with simultaneous kissing balloon technique with the lad. The diagonal still had a 60% stenosis but with timi 3 flow. Per the site, in-stent restenosis noted in the 1st diagonal was secondary to plaque shift following deployment of mid lad stents. The patient underwent placement of intra aortic balloon pump at the end of the procedure. The patient was discharged 1 day later on aspirin and prasugrel. The event was considered resolved with residual effects.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).